Event description:
It was reported via voluntary medwatch that the right-ventricular (rv) lead exhibited loss of capture, low pacing impedance, high capture threshold and sensing of noise. No resolution was performed. There were no patient consequences.